Manufacturer narrative:
(B)(4).

Event description:
Procedure type: wedge resection. According to the reporter: the reload fired and the knife blade divided the tissue, but the staples did not form which resulted in bleeding, at which time the case had to be converted to a thoracotomy to control the bleeding. The surgeon used a sponge stick to create a tamponade affect to stop the bleeding and used add'l 45-3.5 reloads to staple around the area where the knife blade cut but staples did not form to perform the wedge resection. Five-hundred cc blood loss was reported. Pt is reported to be stable.